Event description:
End user states that the arm on her right side where the joystick is located is loose and squeaky. End user stated she is not aware of what may have caused the arm to be loose. End user stated no injuries pertaining to this incident.